Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and temperature sensor. System operates as intended.

Event description:
Customer reported an overload failure and lost info. No pt injury was reported.